Event description:
It was reported that had a drainage and infection at the battery site. The patient underwent an explant procedure where the implantable pulse generator was removed and will not be return.

Event description:
It was reported that had a drainage and infection at the battery site. The patient underwent an explant procedure where the implantable pulse generator was removed and will not be return. Additional information was received that patient complained tenderness at the ipg site and a new onset drainage. It was noted that patient was administered antibiotics.